Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Testing at beckman coulter customer product line support (cpls) laboratory confirmed the presence of interfering substances. Product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the pt sample. Pts who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in pt samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of pts suspected of having these antibodies. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events. All related medwatch reports: 2122870-2011-04954, 05051, 05052, 05054.

Event description:
The affiliate reported the customer alleged elevated thyroid-stimulating hormone (tsh) results, above the normal reference interval, for one pt, involving unicel dxi 800 access immunoassay system. This is report number four of five. Subsequent testing on alternate methodologies produced results below the normal reference interval. It is unk if the elevated results were released out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event. The customer supplied beckman coulter, inc. In europe with the pt's sample for further analysis.